Event description:
Customer reported that the sensor readings were much lower than the blood glucose. The blood glucose reading was 89 mg/dl while the sensor glucose reading was 51 mg/dl. He expressed concern with scar tissue and stated that he runs out of places to put the sensor before previous sites have properly healed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.